Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed error code 14: power up test fails prior to use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced scroll compressor, during checkout, found the the shuttle transducer was out of specifications. Replaced the pneumatic module assembly. Performed preventive maintenance procedures per manufacturers specifications. All test passed. Returned unit to customer in good condition. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received the following parts associated with this complaint. Compressor, scroll. Drive manifold assembly. These parts were received with a reported unit failure of error code # 14 and the shuttle transducer was found to be out of specification. Compressor, scroll upon inspection was found to have cut wires. Due to the cut wires on the compressor the fat dept. Cannot investigate the compressor any further. Drive manifold assembly was found to be in good condition. The fat dept. Installed drive manifold assembly into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The drive manifold tests were performed. The drive manifold failed the vacuum leak differential pressure test, with a result of 103mmhg, the factory specification is +-25mmhg. The drive manifold also failed the pressure leak differential test, with a result of -176 mmhg, the factory specification is +-55mmhg. The drive manifold failed testing. Probable cause of error code #14 is a possible defective compressor, along with a defective drive manifold. Retaining the parts on the fat dept. Per procedure.